Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient was seen in (B)(6) 2009 and had reported some pain and bruising. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.